Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Radiographic review confirmed the patient sustained a periprosthetic supracondylar distal femoral metaphysis fracture with posterior impaction. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer segmental tibial component catalog #: ni lot #: ni, unknown zimmer segmental articular surface catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty distal femoral revision to address fracture approximately thirteen (13) years post-operatively. It is unknown whether the patient sustained a periprosthetic femur fracture or fracture of the femoral implant. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b1, b4, b5, d1, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a knee arthroplasty distal femoral revision with fixation to address distal femur fracture approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.